Event description:
Fistulous tract between prostrate and rectum developed 20 days after targis treatment for bph. Cytostomy and protoscopy performed in 2003 to repair fistula. No further pt complications.